Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, a total of four pump modules failed to work. The first two disconnected themselves and flashed "channel disconnection/error" on numerous occasions. They were changed out. Both modules were infusing life sustaining medications. Then during transport to the ccu, the two other pump modules also disconnected and turned off completely. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that on (B)(6)2024, a total of four pump modules failed to work. The first two disconnected themselves and flashed "channel disconnection/error" on numerous occasions. They were changed out. Both modules were infusing life sustaining medications. Then during transport to the ccu, the two other pump modules also disconnected and turned off completely. There was patient involvement but no harm.